Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 95% to 10% within one day. In addition, the pump shut down unexpectedly in the middle of the night. After being connected to a power source, the pump was able to be turned on and displayed a reset screen. Customer reported blood glucose (bg) level was 393 (mg/dl). The customer stated a manual injection would be delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.